Event description:
User reported internal fire on left side panel of elite mpx device. No patient injury involved.

Manufacturer narrative:
Event occurred prior to treatment and therefore no patient injury was sustained. The device history record confirms that the product passed and met all requirements before releasing. Device was evaluated on site. The root cause cannot be confirmed since damaged components were not returned for evaluation. Despite the device malfunction, the device's fuse operated as designed by short circuiting and curtailing the excess flow of incoming amperage to the unit, which stopped the continuous flow of electricity to the rest of the device components. With this design, a hazardous situation is prevented. With any risk of ignition/flames appearing upon the pcb, it would remain self-contained within the elite mpx chassis as the system's materials consist of self-extinguishing materials meeting 94 v-2 or better. Additionally, the pdu pcb is located in a non-oxygen environment and any ignition would remain localized to the pcb. To resolve the issue, technician advised site to replace power distribution pcb board, hvps, cap bank, igbt, alex and yag chambers. This is reportable since this is a device malfunction and if it were to reoccur, it may cause serious injury such as smoke inhalation.